Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 560 mg/dl at the time of incident and the current blood glucose of the customer was 160 mg/dl. Customer reported that they run self test and test was passed. Customer reported that the insulin pump did suspend due to low glucose but her blood glucose was not low changed the infusion set and reservoir yesterday. Customer was treated with bolus. The customer offered the troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.